Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer was advised to change the infusion set and reservoir. The customer pulled out their set but had a bent cannula. The customer mentioned that they had to go and will call back later to trouble shoot the insulin pump. No further information was provided.